Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint. The device was not removed.

Event description:
It was reported to nevro that the patient was admitted to the hospital for back pain. Nevro attempted to obtain additional information regarding the nature of the issue but was unsuccessful. There have been no reports of further complications regarding this event and the patient continues to use stimulation to find effective pain relief.